Manufacturer narrative:
Citation: alraies, m. Md et al. Cardiogenic shock complicating transcatheter aortic valve replacement due to severe para-valvular re gurgitation. Cardiovascular revascularization medicine. (2017) nov 5- s1553-8389(17)30410-4 doi 10.1016/j.carrev.2017.11.002. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that a (B)(6)-year-old male patient with a past medical history of hypertension, heart failure with reduced ejection fraction (25-30%) coronary artery disease (cad) and severe symptomatic aortic stenosis underwent a procedure to implant a medtronic a 34 mm evolut r transcatheter bioprosthetic aortic valve (serial number not provided). During the implant a transthoracic echocardiogram (tte) indicated severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed, but the pvl remained. As the balloon was deflated, hypotension with ventricular fibrillation cardiac arrest occurred. Advanced cardiovascular life support (acls) was initiated with return of spontaneous circulation. Another transthoracic echocardiogram (tte) indicated moderate to severe pvl. The patient remained hypotension and inotropic support and an intra-aortic balloon pump was initiated as mechanical support. A second transcatheter valve was implanted at a higher implant depth and the pvl improved to trace. A temporary ventricular support device was positioned to provide hemodynamic support. Four days after the implant, the temporary ventricular assist device was removed. The pvl remained trace to mild. No additional adverse patient effects were reported.